Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial #: (B)(4), product type: recharger. Product ID: 97740, serial #: (B)(4), product type: programmer, patient. Product ID: 97714, serial #: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 39286-65, serial #: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015, it was reported that the patient¿s implantable neurostimulator (ins) was helping his leg but the wire in his back was making his back issues worse. The patient tried to contact the manufacturer¿s representative (rep) but the number he was given was incorrect. The rep. Was emailed the patient contact information and the rep. Replied he would contact him the day of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received the event will be updated. The patient was implanted for non-malignant pain. On (B)(6) 2015, additional information received reported that the patient still had concerns regarding the device or therapy, but had not sought further help. On (B)(4) 2019, additional information was received from the patient via a manufacture representative (rep) reporting that the patient¿s battery had been unusable for over a year. It was indicated that the patient lived about two hours from their managing healthcare provider (hcp) so they asked to meet with a manufacturer representative (rep) to see if they could recover their battery since they were the closest resource to them. The rep stated that the patient was unknown to them prior to today ((B)(6) 2019). It was reported that the patient did not want to try another trickle charge, nor did they bring any equipment to their meeting with the rep. It was reported that the rep attempted to interrogate at their request with no success. They stated that they wanted this for documentation purposes, but the rep told them they were unable to do that type of documentation. However, the rep stated that they would relay this information to their doctor and they could document this if they chose to. The patient also mentioned that they had never got the back coverage that they needed from their stimulator and that their managing physician refused to do a lead revision to correct it. The patient indicated that they did not know if they wanted to proceed with a revision or an explant. They were currently attempting to find a new physician. No surgical intervention occurred or was planned and the issue was not resolved. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient stated they had been unable to use or recharge the battery for over a year. It was unknown why the patient stopped charging and the device was not able to be interrogated to confirm overdischarge. It was unknown if further actions was going to be taken to resolve the issues and the issues were not resolved.